Manufacturer narrative:
(B)(4). D10 ¿ (B)(6), oxford ph3 cementless fem sz m, lot 7398998. (B)(6), oxf anat brg rt md size 8 PMA, lot 6748951. G2 ¿ foreign ¿ australia. No product was returned for investigation. Two pictures of the bearing were provided, but due to the low quality, a visual assessment cannot be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Three radiographs were provided and assessed. There is a medial unicompartmental arthroplasty of the right knee. On the ap standing view of both knees, the right knee components are anatomically aligned and without abnormality. On the additional ap view and lateral view, there is malalignment of the tibial implant with subsidence and anterior displacement of the polyethylene liner. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision surgery on the right knee one-and-a-half-year post implantation due to bearing dislocation. Only bearing was revised. Malalignment of the tibial implant with subsidence and loosening and anterior displacement of the polyethylene liner were identified on the additional ap view and lateral view. No additional information is available.